Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) advised the home patient (hp) to discard supplies. Product surveillance contacted the nurse on (B)(6) 2010 regarding the air in line alarm. According to the nurse the patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded, therefore, baxter cannot determine root cause. The lot number is not available; a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).